Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed a red and blurry image. The issue was identified during reprocessing. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section was cracked, the fiber bonding in the outer tube area distal end was damaged, and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction could not be determined. Additionally, the most probable cause for the cover glass of the insertion section is cracked and the fiber bonding in the outer tube area distal end is damaged traced to component failure and the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.